Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, the packaging label for the trailblazer sc-035-090 support catheter did not match the actual product inside, which was a trailblazer sc-018-150 and could not be used. During the procedure, after placing over non-medtronic sheath and using a 0.035 non-medtronic guidewire to open the lesion, it was discovered that the support catheter unpacked was not as labeled. The lot number of the inner packaging and the lot number of the outer packaging were both b797698. No damage noted to the outer packaging, the sterile packaging was intact and the device was not damaged. The procedure was completed by replacing the incorrect catheter with a trailblazer sc-035-090 support catheter, which was then used with a 35 system guidewire to open the lesion and insert a stent. There was no patient involved.

Manufacturer narrative:
Image analysis: one photo was received from the account. The photo appears to show the label of a trailblazer sc-035-090, lotno:b797698 ,which matches the complaint on file. The image also appears to show a trailblazer sc -018-150 strain relief. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.